Event description:
Independent repair center customer alleged unit will not start, and the key failure is compressor is loud.as stated on the repair statement additional malfunction on this device: power switch short circuit.